Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient was revised for dislocation. Components not revised: product name: profemur® r grit blasted prox body small part ID: ppw39102. Product name: profemur® roughened distal stem, tapered part ID: ppw38046.